Event description:
Device 1 of 2. Ref MFR report #1627487-2013-07069. During a reprogramming session, the sjm rep noted all contacts on one lead had invalid impedances. It was also reported the other lead may have migrated. The pt received effective stimulation with reprogramming, however, it was reported the stimulation was positional. The physician planned to refer the pt for surgical intervention at a future date to replace the leads with a surgical lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.